Event description:
The dr. Inflated the balloon to open anastamosis of graft. The inflation was brought to 16atm, or slightly higher. The balloon slowly leaked out of the proximal bond. The dr. Deflated the balloon to withdraw, resistance was felt within the sheath and the dr. Pulled harder. This resulted in the catheter and balloon snapping off. The patient went to surgery to have the balloon and catheter removed.